Event description:
It was reported that "clips have slipped off the vessel during intervention."

Manufacturer narrative:
As soon as the engineer can evaluate the device and write his report, I will file a supplemental report.